Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the event occurred due to the batteries either dying or becoming low and affecting the ability for the footswitch to maintain connection. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The subject device was not returned for evaluation as the device was inspected and tested onsite by olympus field service engineer (fse). Fse replaced the wireless batteries and paired wireless footswitch. Once completed, fse performed functional test and all required testing and the device passed all test and required specifications. It is unknown at this time what caused the reported issue , however, when batteries were replaced, the device worked as normal. Follow ups were made to the customer to gather additional information regarding the event reported , however, customer did not provide any other information other than confirming that there was no patient injury, no harm due to the event. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the footswitch stopped working. According to the report the wireless footswitch worked for 30 minutes and then stopped working. No harm was reported. No patient harm, no user injury reported .